Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for incorrect additive amount with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for incorrect additive amount was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. 800 tubes were inspected for additive abnormalities. There were 5 tubes that were found that had an edta clump that was greater than 2mm on the tappi chart. Conclusion: bd was able to confirm the customer's indicated mode of failure. However, the clinical investigation was not confirmed with regards to clotting.

Event description:
It was reported that several bd vacutainer® k2edta tubes from the same lot number did not appear to have additive, and others seemed to contain larger than normal granules of additive. No serious injury or medical intervention.